Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that an arteriotomy closure of the left common femoral artery was attempted using a proglide device with a 8f sheath after a transcatheter aortic valve implantation interventional procedure with a 14f sheath. The marker lumen was not flushed with saline, prior to use. Reportedly, a cuff miss occurred. A second proglide device was used to achieve hemostasis. There was no adverse patient sequela and no clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: visual inspections were performed on the returned device. The reported cuff miss could not be tested due to device components not being returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Reportedly, the device was not pre-flushed with saline prior to the procedure. It should be noted that the perclose proglide instructions for use (IFU), states: verify marker lumen patency by flushing the marker lumen with saline until the saline exits the marker port. Do not use the perclose proglide smc device if the marker lumen is not patent. It was also reported that one device was use with a 14f sheath for the tavi procedure. It should be noted that the IFU states: for sheath sizes greater than 8f, at least two devices and the pre-close technique are required. It is unknown if the reported violations of the IFU contributed to the reported difficulties. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.